Event description:
The physician stated that the cause of the event was due to patient anatomy; the aorta was normal diameter limiting the space for the limbs.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of thrombo-occlusive disease. It was reported post index procedure the patient presented to the ER with symptoms of bowel obstruction. A CT revealed that there was bowel obstruction and ipsilateral left limb occlusion. The physician stated that the patient does not have any lower extremity symptoms. The patient remains asymptomatic. The physician performed thrombectomy of the ipsilateral limb and implanted two 10x60mm stents from another manufacturer bilaterally starting at the flow divider. After deploying the stents, the physician dilated them with kissing 12mm balloons and the final angiogram demonstrated widely patent limbs with good outflow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Treatment of thrombo-occlusion disease.